Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The reported problem was confirmed. The customer replaced the power switch overlay but the problem returned. The battery is greater than 5yrs old. The product support engineer advised to replace the battery , provided parts ID. If problem continues suggested to swap the ui assy. If problem persists to replaced pm pcba, if not to replace the ui pcba. The pse provided part ID for both. The customer called back to say they unplugged the battery per your recommendation and the unit didn't turn on for 36 hours so we replaced the battery and all seems to be fine. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device turns itself on. The customer reported that there was no patient involvement.